Manufacturer narrative:
Health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 500mcg/ml at 90mcg/day and bupivacaine 3mg/ml at 0.5mg/day via an implantable pump. The indication for use was malignant pain. The healthcare provider reported an alarm heard but telemetry had not yet been performed. The healthcare provider stated that the patient missed a refill due to other medical concerns and they believed the pump reservoir to be empty. Per the healthcare provider the pump had not been interrogated yet but she was wondering about empty reservoir. Device considerations were discussed and the reporter would discuss further with the physician. No patient symptoms were reported and no further complications were reported.